Event description:
It was reported that during a laparoscopic appendectomy procedure, the device cut but did not staple on the initial firing. A suture repair was required. The procedure was converted to open to finish the case. The pt is well.

Manufacturer narrative:
Info anticipated, but unavailable at this time.